Event description:
Procedure type: gyn. According to the reporter, at the end of the operation, a small metallic piece fell on the pt's skin. The piece did not fall in the pt cavity and was collected. No pt injury reported.